Manufacturer narrative:
Device still implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced an electrical fault alarm after dropping his controller. The patient felt mildly dizzy and light headed, but otherwise there was no reported patient injury as a result of this event. Upon driveline inspection by a manufacturer representative there was found to be damage to the outer sheath. Manipulating the driveline could not replicate the reported event. Additionally, the connector and pins were intact. A driveline sheath repair was conducted. There was no device malfunction that could be confirmed. However, log files revealed the electrical faults and vad stop alarms around the event date. The most likely root cause of the reported "electrical fault alarm" event may be attributed to a traumatic, tensile stress on the driveline cable (i.e. Dropping the controller) which resulted in an intermittent electrical continuity. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
The patient experienced a vad stopped alarm when he dropped the controller causing the driveline to disconnect. He presented to the clinic reporting electrical fault alarms. Appropriate connection to the controller was confirmed by the site and the patient was hospitalized awaiting driveline servicing from the manufacturer engineer. No additional alarms were documented in the controller log during the hospitalization. The driveline was inspected by the engineer and attempts to reproduce the alarms by manipulation of the driveline and the strain relief were unsuccessful. The driveline connector and controller connector were also inspected; no abnormalities were noted. The pump off time for this inspection was approximately 10 seconds. The patient tolerated the procedure with no symptoms.